Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, one day after implant intermittent loss of ventricular capture was observed. The physician decided to perform implant revision and during the unscrewing procedure, the screwdriver completely passed through the connection of the subject pacemaker. The device was explanted.

Event description:
Reportedly, one day after implant intermittent loss of ventricular capture was observed. The physician decided to perform implant revision and during the unscrewing procedure, the screwdriver completely passed through the connection of the subject pacemaker. The device was explanted.

Manufacturer narrative:
Please refer to the attached analysis report (B)(4).